Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 325cc gel breast prosthesis, cat. #3543257, lot #194768 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 325cc gel breast prostheses due to bilateral indentations in the breast and desire to downsize. During revision, it was noted that the left side device had ruptured and a nodular purplish mass was found along the left medial chest wall portion of the capsule. This mass was excised and sent for pathological analysis for consideration for alcl. The pathological results returned negative for malignancy. The right-side implant was found intact with silicone gel bleed. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 275cc gel breast prostheses along with a fat transfer from umbilical area on (B)(6) 2018. The patient tolerated the procedure well and no complications were encountered. The explanted devices were discarded by the doctor. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 03/28/2018, mentor received additional information about the initial reporter. In the initial report, it was erroneously reported that a device history record (DHR) review was in progress. The DHR was reviewed before the initial report was submitted. According to the review, no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).